Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The insertion part serpentine was bitten (collapse/depression) due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. Garbage was found in the field of view. Spots were on the image guide bundle are allowed. There were scratches on the operation part, eyepiece, grip, angle lever, up/down plate, and universal cord due to external factors. The light guide connector may have been scratched due to external factors. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the coating of the insertion tube was peeled off by mechanical stress such as friction and chemicals by using unrecommended chemical solutions, etc.

Event description:
The olympus representative reported on behalf of the customer, there was a bite (collapse/depression) on the insertion section of the oes bronchofiberscope. No patient harm reported. During the evaluation of the device, it was noted the coating was peeling off on the insertion tube due to deterioration. This report is to capture the reportable malfunction of peeling coating on the insertion tube due to deterioration noted at estimation.